Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. There was no button error alarm. There was no moisture damage found on the electronic assembly. They were unable to perform the displacement, prime/ compromised force sensor system alarm, basic occlusion, occlusion and no delivery tests due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 300 mg/dl at the time of incident. The customer's mother stated that the pump got wet when she went swimming with the pump on and alarmed button error. Her daughter did not bolus for the high blood glucose because she was going swimming. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.